Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator is not switching on "due to no power supply." The customer reported there was no patient involvement.